Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('two month long mestrual cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("passed the coil in my left tube during a two month long mestrual cycle"), amenorrhoea ("my cycle stopped") and breast tenderness ("breast tender and sore") and was found to have a pregnancy with contraceptive device ("pregnancy with essure (my e-baby is a girl)"). The patient was treated with surgery (efree in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, device expulsion, pregnancy with contraceptive device, amenorrhoea and breast tenderness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered amenorrhoea, breast tenderness, device expulsion, menorrhagia and pregnancy with contraceptive device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('two month long menstrual cycle') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device expulsion ("passed the coil in my left tube during a two month long mestrual cycle"), amenorrhoea ("my cycle stopped") and breast tenderness ("breast tender and sore") and was found to have a pregnancy with contraceptive device ("pregnancy with essure (my e-baby is a girl)"). The patient was treated with surgery (efree in (B)(6) 2016). Essure was removed in (B)(6) 2016. At the time of the report, the menorrhagia, device expulsion, pregnancy with contraceptive device, amenorrhoea and breast tenderness outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered amenorrhoea, breast tenderness, device expulsion, menorrhagia and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Case became incident. New events added menorrhagia, amenorrhea, device expulsion and breast tenderness. Pregnancy outcome was updated. On 20-mar-2020: no new information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.